Event description:
Surgery was performed on shoulder in january 1997 due to a four part fracture of the bone caused by a fall. X-rays show gradual slippage of the head from the stem. The dr. Commented that the physical therapy may have been too vigorous or the callous formation of the tuberosities could have caused the head to be pushed off. Upon surgery on 4/30/97 -- exploration and removal of the humeral head. Lots of scar tissue was found surrounding the taper of the stem and actual bone right up to the taper. Dr. Removed bone surrounding taper and replaced the humeral head. Dr. Also questioned if he and his assistant had impacted it on securely at the time of the original surgery, as they did not want to harm the fractured bone they had just affixed.